Event description:
Complaint received as follows: "fms inserted (B)(6) 2012 and removed (B)(6) on (B)(6) 2013 due to rectal bleeding. Inserted using 45ml fluid. Was deflated and reinflated with 45ml fluid (B)(6) 2013.

Manufacturer narrative:
The patient involved in this case is (B)(6) female. (B)(6) who had rectal bleeding possibly related to the use of the flexi-seal fms device. Patient was on admission in the hospital for confusion and high blood pressure; she also had sacral ulcers and had frequent loose stools. Her co morbidities includes; renal failure (on hemodialysis), multiple myeloma, vasculitis, non insulin dependent diabetes mellitus and septic shock. The patient was on heparin (anticoagulant) from (B)(6) 2013. The device was inserted (B)(6) 2012 and removed 21 days later on (B)(6) 2013 when bleeding described as 'moderate with clots' was noticed. She underwent a colonoscopy on (B)(6) 2013 and multiple rectal ulcers were found at least 6 in the 'distant' rectum said to be likely secondary to rectal trauma. According to the colonoscopy report, the most likely cause of the rectal bleeding was diverticulosis. She was transfused with an unstated number of units of blood products. The patient recovered from the event but it had prolonged her hospital stay. She has since been transferred to a long term facility. Based on available information, medical determination is that this ae 'rectal bleeding' is serious as the patient's hospital stay was prolonged and the event required both surgical and medical diagnostic and therapeutic interventions to correct. The use of the flexi-seal fms device is also deemed possibly related to the occurrence of the event because it was in use at the time. Reported to the FDA on (B)(4) 2013.